Manufacturer narrative:
The event occurred in another country.

Event description:
Reporter stated that patient's blood glucose was measured, using the accu-chek mobile system, with a result of 4.9 mmol/l. At the time the result was obtained, patient was reportedly exhibiting symptoms of hypoglycemia. Patient's blood glucose was immediately retested on the mobile system, with a result of 10.8 mmol/l, and on a different blood glucose monitor, with a result of 1.3 mmol/l. Reporter stated that patient was treated, by a family member, with juice, sugar, and food. No additional treatment was reported. The manufacturer requested the return of the suspect product for evaluation.